Manufacturer narrative:
This is a supplemental report to provide additional information based on the evaluation result of the subject device. Only the basket wire and the operating wire were returned to olympus medical systems corp. (Omsc) for investigation. The coil sheath and the operating pipe were not returned to omsc. The reported phenomenon could not be confirmed because the operating pipe was not returned. The basket wire was broken at 110 mm from the distal end. The operating wire length was 1813 mm and it was missing about 15 mm to the specification. The broken section of the basket wire and the operating wire were shaped as if they were cut with a tool. The basket wire was deformed. The device history record for the lot indicated no abnormality with the event-related items. Omsc assumed that the incarceration occurred due to the breakage of junction between the operating pipe and the operating wire. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operating pipe and the operating wire might be broken. It is surmised that the deformation of the basket occurred due to a load during crushing the calculus. It is surmised that the coil sheath and the operating wire were broken since they were cut with a tool. The instruction manual of the device has already warned as follows; 1) do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. 2) this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a procedure of the lithotripsy, the subject device was used. It was reported that the physician tried to crush the calculus twice with the subject device, but the subject device could not crush the calculus. The subject device was incarcerated. The physician tried to crush the calculus with the emergency lithotriptor, but the physician was confused because the physician did not know how to use it. The physician performed the open surgery to the patient. There was no further patient injury reported.